Event description:
It was reported that when the device was used during a low anterior resection and would not fire. The case was completed with hand suturing and o.r time was extended ninety minutes.